Manufacturer narrative:
Correction: b.3., d.10.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most often, peritonitis is associated with a breach in aseptic technique during the pd exchange. However, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.